Event description:
The customer contacted philips healthcare to report that they were unable to calibrate the co2 and that they believed that the co2 module was faulty. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.